Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 41 mg/dl; cause was unknown. Because the customer was shaking and was not able to hold juice, assistance was required to drink juice to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.